Event description:
A customer contacted baxter's technical service center regarding a system error(s/e) 2240 alarm that occurred on the home choice (hc) machine during patient use. The homepatient (hp) was connected to the machine at the time of the alarm and did not disconnect. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm and explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse. There was patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.